Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was chips at the pink probe and the adhesive was missing at the forceps cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was a hole in the pink rubber at the distal tip during reprocessing involving an olympus ultrasound gastrovideoscope. There was no patient injury reported.